Manufacturer narrative:
The device was returned and investigated. The returned device analysis could not confirm the reported difficult to open or close (gripper actuation single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for use. The cds was introduced into the left atrium and the m-knob was used steered down to the valve; the m-knob was turned 180 degrees. Less than 90 degrees of the curve in the catheter was in the left atrium. The clip was opened and oriented the clip arm perpendicular to the coaptation line. Then checked grippers and anterior gripper cap with marker and posterior gripper was the cap with the latch. Advanced the clip in the left ventricle and pulled the clip back and both leaflets landed on both clip arms. When attempting to grasp, the anterior gripper would not lower. Troubleshooted by cycling the lock lever 2-3 times. Attempted to lock anterior gripper again and it would not lower. Inverted the clip and attempted to raise and lock both grippers and cycle the lock lever, but still would not fall. The clip was not implanted and was removed. Two xtw clips were implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure.